Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of over 600 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 189 mg/dl. Troubleshooting found that the drive support cap was normal and the customer was able to remove the reservoir, run a manual prime and insulin exited the tubing. The pump alarmed no delivery after the high pressure test. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was also advised to monitor the pump and call back if issues persist.